Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose after receiving a replacement insulin pump. The customer¿s blood glucose level during the incident was over 600 mg/dl. The meter was showing that their blood glucose was high. They treated with a bolus of 22 units. The customer¿s current blood glucose level was 322 mg/dl. Troubleshooting was performed and insulin exited without incident. The device will not be returned for analysis.